Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: damage - main pcb. The heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following a routine heart transplant. A log file was downloaded ((B)(6)) for review that showed events spanning approximately 2 days ((B)(6)2023 from 18:22:31 ¿ 18:26:18, (B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. There were no notable alarms were active in the log file that would indicate an issue with the system controller. The controller was functionally tested and was able to support pump function for an extended duration without any issues or alarms activating. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant. The controller was returned for evaluation along with the pump. During investigation, the controller's main printed circuit board (pcb) was found to be damaged.